Event description:
The technician alleged that the left head side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found that the left head side rail latch was bent. The technician replaced the left head side rail latch to resolve the issue.